Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/11/2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. No data was provided for evaluation. The reported unexpected g5 mobile application shut-off could not be confirmed. A root cause could not be determined.